Event description:
Edwards received notification via patient support center that a patient with a 25mm aortic valve implanted for 2 years, had new onset of fatigue. He followed up with his cardiologist and was informed, the valve is failing and was scheduled for a tee. Patient states cardiologist told him tee did not show anything was wrong with his aortic valve and cardiac cath was not needed. Per medical records, 2-year follow-up echo showed av mean of 31mmhg, aortic root size is normal. Possibly abnormally functioning bioprosthetic aortic valve with stenosis. Tee done 2 months later showed aortic leaflets appear flexible. There is no regurgitation through the valve or around the valve. Tee mean gradient of 17 and tte mean gradient was 12. No additional information was provided regarding treatment plan.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including coronary artery disease, history of coronary artery bypass graft, hyperlipidemia and renal disorder.